Event description:
Approximately 29 months post index procedure the patient had a target vessel revacularization using an endeavor stent and an unknown poba due to stenosis. Investigator has assessed that the event was not related to the study device. The patient was discharged the next day.

Event description:
An endeavor sprint drug eluting stent was implanted in the lmca/lad during the index procedure. Approximately 18 months post the index procedure the patient suffered an ischemic stroke. The patient was treated with medication and rehabilitation. Approximately 21 months post the index procedure a revascularization of the lad was carried out due to restenosis. 2 endeavor sprint drug eluting stents were implanted. The investigator has indicated that both events were not related to the study device and the patient is in remission.

Manufacturer narrative:
Correction to previous report. Three endeavor sprint drug eluting stents were implanted in the lad during the target vessel revascularization approximately 21 months post index procedure, and not two as previously documented.

Manufacturer narrative:
(B)(4). Evaluation results - inherent risk of procedure (stroke/ tvr).

Manufacturer narrative:
Three endeavor sprint drug-eluting stents were implanted in the lad during the previously reported revascularization which occured approximately 21 months post index procedure. An endeavor sprint drug-eluting stent was implanted in the lad during the previously reported revascularization which occured approximately 29 months post index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.